Event description:
It was reported that one week post dialysis catheter placement, the catheter extension tubing was allegedly found severe emulsification and ballooning. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows the partial view of a clinician holding the catheter in which both the extension legs were noted to be milky white in color at the junction of the bifurcation and also both the extension legs were noted to be stretched and bulged. Therefore, the investigation is confirmed for the reported catheter emulsification and ballooning issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one week post dialysis catheter placement, the catheter extension tubing was allegedly found severe emulsification and ballooning. There was no reported patient injury.